Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared bloody, no specific anomalies noted. On the functional evaluation of the device the balloon inflated with the in-house presto device, upon inflation a pinhole balloon rupture was observed. Microscopic observation also performed and noted all the anomalies. Therefore the investigation was confirmed for the balloon rupture as a pin hole balloon rupture noted during the functional evaluation of returned device. Per the reported event details, the target lesion was highly calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2023),

Event description:
It was reported that during an angioplasty procedure of a highly calcified target lesion in the anterior tibial artery via ipsilateral antegrade approach using 4.5fr sheath, the pta balloon allegedly ruptured at 8 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure of a highly calcified target lesion in the anterior tibial artery via ipsilateral antegrade approach using 4.5fr sheath, the pta balloon allegedly ruptured at 8 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.